Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, a 2.75 x 23 mm xience xpedition stent delivery system could not inflate when the inflation device was pressurized to 10 atmospheres. The device was removed and another stent delivery system was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided..